Manufacturer narrative:
An examination of the involved flexible cryoprobe revealed that the tip had broken off at the distal end. However, no determination could be made as to what caused the tip to break. Therefore, the device was sent to the manufacturer and our parent company, erbe elektromedizin gmbh for a more in-depth analysis. Finally, no anomalies were found in the review of the device history record (DHR) for the lot of the cryoprobe. If any conclusive determination is made by erbe germany as to the cause(s) of the breakage, then a follow-up MDR will be filed. The account is being made aware of the findings.

Event description:
It was reported that a patient incident occurred with the flexible cryoprobe during a lymph node biopsy. The cryoprobe was used with an erbe cryosurgical unit [model erbecryo 2, part number (p/n) 10402-000, serial number (s/n) (B)(6)] and an endobronchial ultrasound (ebus) bronchoscope. The cryosurgical unit settings were effect 1 with a tank pressure of 55 bar. A needle tract for the cryoprobe was created with a 19-gauge needle. The cryoprobe was used successfully for three (3) biopsies in a lymph node and the collected tissue was great. They were freezing for 4 to 5 seconds for each biopsy. On the 4th biopsy attempt on the same lymph node, when the cryoprobe was extracted back through the channel of the ebus bronchoscope, the cryoprobe tip was missing. It was discovered to be in the airway of the patient. Attempts to recover the tip were unsuccessful; therefore, the tip of the cryoprobe was left in the patient.